Event description:
Kappa monitor in use during exploratory laparotomy of a neonate patient. Monitor failed during surgery. Removed and obtained a replacement from the pediatric intensive care unit. No harm to patient and no significant delay in surgery.